Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No frozen screen or display anomaly noted. The pump passed the self test, sleep current test and active current test. The pump was monitored and no display anomaly noted during testing. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged blank display/frozen screen anomaly not confirmed. Exposed to moisture on battery tube assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with insulin pump screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884l will be returned for analysis.